Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker stated that the device stopped working even if the device's battery still had three months remaining. An attempt to obtain additional pertinent information was unsuccessful. This device was explanted. No adverse patient effects were reported.